Event description:
Pt tested blood glucose on the suspect device before dinner and obtained a reading of hi. Pt took 10 units of humalog and then one-half hr later took 1 glucophage pill. Approx 2 1/2 hrs later pt experience hypoglycemic symtpoms. Pt tested the blood glucose on the suspected device at 9:08pm and obtained a reading of 557 mg/dl. Paramedics were called and they tested pt's blood glucose on their device approx fifteen to thirty minutes later and obtained a result of 59mg/dl. Pt was given a glucose injection by the paramedics. Pt was taken to the hosp for observation.